Event description:
It was reproted that the left ventricular lead exhibited low impedances. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.